Event description:
Caller states the pt tested 4.3 inr on coaguchek xs system 1 and 3.0 inr on coaguchek xs system 2 during duplicate testing. No action taken on device result. No adverse event reported. Requested return of suspect system, and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek xs system 1. Reference medwatch with a1 for suspect device in coaguchek xs system 2.